Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that reviewing the on/off function on their recharger resolved their issue of their therapy turning off by itself and difficulty turning it back on. The patient did not know there was an on/off button. They noted that after a manufacturing representative explained how to use it, the issue was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s therapy was turning off by itself. The patient reported that the stimulation turned off at the end of their recharging sessions the last three times after it was fully charged. They reported that the last time that it happened they had a hard time turning it back on. The stimulation on/off buttons on the recharger were reviewed and the patient stated that they may have pressed those buttons. The patient was redirected to follow-up with their healthcare provider if their issues continues. It was reported that the event occurred about a month and a half ago (2017). No further complications were reported/anticipated.